Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# va0tkq6, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
The consumer reported that the patient did not think their implantable neurostimulator (ins) was on and stopped feeling stimulation on (B)(6) 2015. The patient used their patient programmer and at first it showed the batteries of the programmer needed to be replaced. The patient replaced the programmer batteries and when they used the programmer today it showed "call your doctor" por. The patient was hospitalized on (B)(6) 2015 for 6 days and the reason for hospitalization was not related to the device. The patient had fluid in the body, but not in the chest. They were coughing, wheezing, and had weakness, and these symptoms were not related to the device or therapy. The patient stopped feeling stimulation on the first day they went to the hospital. The patient had atrial fibrillation and they shocked their heart. The patient did not turn therapy off while at the hospital. The step taken to resolve the power on reset (por) and loss of stimulation was that the patient was advised to contact their clinician. They met with the clinician and they corrected the problem. The por and loss of stimulation were resolved very quickly by the clinician. The indication for use for this patient was gastrointestinal/pelvic floor.